Manufacturer narrative:
The explanted leads were discarded by the hospital staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that both the atrial and right ventricular leads displayed high threshold measurements and microdislodged. During the lead revision procedure, the leads were found kinked in the pocket and were fractured during electrosurgical cautery. The leads were explanted and replaced with new active fixation leads. There was no report of adverse patient effects due to the revision procedure.